Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(4) 2015 by an aesthetic nurse which refers to a female aged (B)(6) years. The patient's medical history included a painful shoulder and hypersensitivity to sutures (has developed abscess). Concomitant treatments included codeine phosphate [codeine phosphate] for the painful shoulder. On (B)(6) 2015, the patient received treatment with sculptra (1 vial reconstituted in 7 ml sterile water + 1 ml lidocaine 20ug/ul) lot: a4081, expiry date: 04/2017, to the cheek areas on both sides. The patient had no adverse event until after using neutrogena acne face wash for the first time. 4 hours later, the symptoms began. 4 days after sculptra injection, on (B)(6) 2015, the patient experienced tight chest(chest discomfort). The patient also experienced swelling(implant site swelling), itching(implant site pruritus), and redness(implant site erythema) at the cheeks, both sides of the nose, upper lip and neck. The patient was admitted to the hospital for IV antibiotics (flucloxacillin) and hydrocortisone for 48 h. The hospital doctor cannot say if the reaction was due to sculptra or the face wash. Cellulitis(cellulitis) was suspected. Some swelling, redness and itching are ongoing. Discharged on (B)(6) 2015 on oral medication. Prior to sculptra injection lmx4 (topical lidocaine) was used, and after arnica gel was applied. The patient has not reacted to those products previously. At the time of the report the tight chest was recovered/resolved. The swelling, itching, and redness was not recovered/not resolved. The outcome for cellulitis was unknown. The reporter has assessed the tight chest (chest discomfort), swelling (implant site swelling), itching (implant site pruritus), redness (implant site erythema), and cellulitis (cellulitis) as possible related to treatment with sculptra. The company has assessed the tight chest (chest discomfort) as unlikely related to treatment with sculptra. The company has assessed the swelling (implant site swelling), itching (implant site pruritus), redness (implant site erythema), and cellulitis (cellulitis) as possible related to treatment with sculptra.

Manufacturer narrative:
The related events are already addressed in the labeling. Tight chest is unlikely related to sculptra. No action is needed. Sanofi confirms that no quality issues have been identified in the overall manufacturing process of sculptra lot a4081 which resulted to be conform to the cgmp and to the specifications requirements. Pharmacovigilance comment: a causal relation between the events swelling, itching, redness and cellulitis and the treatment seems possible. The acne face wash four hours before symptoms onset may have contributed to the events. The reported events are addressed in the label. Tight chest is assessed as unlikely related to sculptra. The case is assessed as serious. In the instructions for use it is described that other rarely reported adverse events includes injection site infection including cellulitis (facial).